Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), abdominal pain lower ("cramps") and allergy to metals ("nickel allergic reaction"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, abdominal distension, abdominal pain lower and allergy to metals outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals and pelvic pain to be related to essure. The reporter commented: over the next several months, plaintiff sought treatment on multiple occasions aforementioned symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report